Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece for analysis. Tip stiffness test, electrical testing, and visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was reported that the right ventricular lead had caused perforation while left bundle pacing was attempted. The reported lead was not implanted and the procedure was completed with an alternative lead on (B)(6) 2024. The patient was in stable condition.